Event description:
The facility reported a colleague infusion pump with a failure code of 810:11 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 300s-range mg/dl and 144 mg/dl. Customer woke up and took her oral medication as normal at 9:00 a.m. At 10:00 a.m., the customer obtained a reading of 333 mg/dl with no symptoms. Around 12:00 p.m., customer tested again in the 300s-range mg/dl. Caller took customer to the doctor and they tested customer at 144 mg/dl within 10 minutes of the previous reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.